Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined that the challenging valve anatomy (pre-existing ruptured chords, medial leaflet flail) likely contributed to the reported clip becoming caught in the chordae. The reported patient effects of foreign body left in the patient appears to be related to procedural conditions and a result of the clip becoming caught in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip was deployed in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation grade 4. The first clip delivery system (cds) was advanced, but the clip got stuck and was deployed in the chordae. A second clip was deployed on the leaflets, but the mr grade remained at 4. Additionally, the mean gradient pressure (mgp) increased from 1 mmhg to 6 mmhg. Due to the increase in the mgp and unchanged mr, the patient underwent surgical mitral valve repair which included explantation of the two implanted clips. The patient tolerated the surgery well. No additional information was provided.